Manufacturer narrative:
H3, h6: the device was not returned for evaluation, this case is relating to a literature review of an unknown exudry product. All supplied information has been reviewed and we have not been able to confirm the complaint. Medical review concluded, this case reports a 32-year-old female who was treated 36% total body surface area to the face, torso and limbs following a house fire. The article details that on the day of admission, all full thickness burns to the trunk, upper limbs and left thigh were debrided to healthy tissue dressed with and acticoat. ¿eight days post btm placement, it was noted that the btm was adherent to the flanks and abdomen, however a fluid collection was noted under the breast btm. Slits were placed in the btm and the exudate expressed; this exudate grew enterobacter cloacae on wound culture and was managed with targeted antibiotics and serial debridement.¿ the article concludes ¿the successful use of btm for reconstruction of breast in the acute burn injury setting, when attention was paid to maintaining breast shape and volume at the time of initial application of a dermal matrix. This minimized scar- and graft-related contracture, normal breast anatomy was maintained, and natural-appearing breasts were achieved.¿ no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. The article documents that the patient outcome is resolved as per 10 month follow up report. Since no further harm is anticipated, no further clinical assessment is warranted. Infection and exudate pooling can occur as a result of using the incorrect size dressing, without further details the complaint cannot be delineated further, without any product deficiencies reported. A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Without a valid lot number, we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Telianidis, s., reilly, d., holden, d., & cleland, h. (2020). Case report: the use of biodegradable temporising matrix in breast reconstruction following flame burn to chest. Burns open, 4(3), 117-120. Doi: (B)(6).

Event description:
On the literature article named "case report: the use of biodegradable temporising matrix in breast reconstruction following flame burn to chest", it was reported that, during treatment for an extensive burn wound, with acticoat in combination with btm (from novosorb) and exu-dry, 1 patient experienced fluid collection 8 days post application of the dressings. The btm dressing was in direct contact with the wound, and the acticoat and exu-dry were use to dressed the btm. The exudate wound culture was positive for enterobacter cloacae. The patient received antibiotics and multiple wound debridement. The wound treatment was also continued with the dressings and posterior skin grafts. The patient outcome is resolved as per 10 month follow up report. The patient outcome is unknown.